Event description:
The customer had not tested prior to passing out. Paramedics were called and they tested the customer's blood glucose with a result of 54mg/dl, the customer's device read 221mg/dl. The customer was given orange juice with honey. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.